Event description:
Additional information was received. It was reported that it was estimated to be off by about 3.5-4 millimeters (mm).

Manufacturer narrative:
B5 additional information h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during l4-l5 t ransforaminal lumbar interbody fusion (tlif) CT-flouro registration, the k-wire was medial in the pedicle of l4 (right side). They registered the patient again which resolved the issue. There was less than an hour delay. No impact on patient outcome. Additional information was received. It was reported that this was not a registration issue. They registered to ensure accuracy moving forward. It was suspected that the anatomy shifted during the case.